Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The ventilator passed all testing.